Event description:
Device report from the (B)(6) reports the following: during surgery, the wires were used and as the tendon was pulled up toward the cranium, the wires snapped on both sides separately. Surgery was prolonged about 2.5 hours. The desired outcome was not achieved; the wire ends were disposed of and the rest of the wires were left in situ. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was broken upon insertion, therefore not considered implanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review (sterile part): this complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part 69548 lot 6017291 is synthes USA hq, inc. Thus, device history record (DHR) review for unsterile part should be performed at the us site. Device history review (non-sterile part): orchid unique manufactured the 28 gauge ti wire with needle, part 493.104.01s and lot 5567405 (supplier lot #78836). Initially, the part conformed to the supplier¿s certificate of conformance, dated july 24, 2007, and synthes final inspection sheet. The parts were released on july 30, 2007. Synthes monument packaged, labeled and sterile packaged them with new lot 6017291. The parts were released to the warehouse november 10, 2008. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.